Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was taken to the hospital via ambulance and was unconscious (syncopal). The loop recorder exhibited a diagnostics anomaly. The device was explanted.